Event description:
It was reported that guidewire entrapment occurred. A 2.1mm jetstream xc atherectomy catheter was selected for an arteriotomy procedure. There were no problems noted upon introduction and no faults with guidewire positioning. However, upon removal of the device, during the first reverse rotation, an abnormal noise was heard. The guidewire was entrapped in the system, so the entire system was completely removed together. The arteriotomy procedure was stopped after 3 passes, so the procedure was completed with staged angioplasties. There were no patient complications reported.